Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6). Implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension h3: analysis of the extension model b3200060 (sn/lot (B)(6)) revealed that identified that the extension conductor(s) was/were broken in the extension. Analysis identified that the was broken at the proximal end of the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative indicating that the cause of the impedance issue has not been determined; the extension has not been returned because it remains with hospital pathology, but testing showed the extension as the likely source (extension test cable showed bad impedance while the lead test cable did not), the extension was replaced, and the impedance issue resolved; this information has been confirmed with the account.

Event description:
It was reported that the caller stated the patient began experiencing significant impairment and increasing slowness starting around wednesday of the previous week. On saturday, error codes 2703 and 2098 appeared when attempting to make therapy adjustments. Patient services reviewed the meaning of the out-of-regulation error codes and redirected the caller to the patient's healthcare provider for further evaluation, noting the caller was awaiting a callback from the doctor. During the call, the caller successfully connected to the patient's implant and again saw service code 2703, which was explained by patient services. After tapping continue, the caller successfully connected with the implant. The caller reported that although the implant was charged to 100% the previous day, it was now showing only 10% battery remaining, which was unusual as the implant typically lasts 4-5 days on a full charge. The patient had attempted to increase stimulation in their current group when the error first appeared. Patient services reviewed general therapy information and advised the patient to charge the implant to avoid therapy interruption and redirected the caller to the healthcare provider for further assistance. Additional information was received indicating that the patient experienced a return of symptoms and an out-of-regulation (oor) code on their patient programmer. There were no reported falls or external factors contributing to the issue. In clinic, interrogation of the device revealed a high impedance on contact 2c in both bipolar and monopolar configurations. The patient will be scheduled for a surgical exploration to further investigate the issue. The problem remains unresolved at the time of this report, and no further information is available from the healthcare professional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that revision surgery was completed on (B)(6). Impedance issue was determined to stem from the extension so it was replaced.

Manufacturer narrative:
Continuation of d10: product ID b3400060. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that revision surgery has not been scheduled yet.